Event description:
It was reported that the as lvp 20d 3ss cv tubing was found "sliced" after noticing a leak during use. The following information was provided by the initial reporter: "IV primary set cat# 2426-0007 lot#(10)20109001 - defective set. When they connected tubing to vancomycin and went to deliver ¿ it leaked and they notice looks like the tubing was sliced."

Manufacturer narrative:
H.6. Investigation: a complaint of a damaged infusion set was received from the customer. One sample was returned for investigation. Through visual inspection a slice in the tubing was found near the last y-site. A device history record review for model 2426-0007 lot number 20109001 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The potential root cause identified by the manufacturing site was that the cutting machine did not operate correctly because the blade was presenting a wear-out causing a double cut in the tubing. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20109001 regarding item 2426-0007. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv tubing was found "sliced" after noticing a leak during use. The following information was provided by the initial reporter: "IV primary set cat# 2426-0007 lot# (10)20109001 - defective set when they connected tubing to vancomycin and went to deliver ¿ it leaked and they notice looks like the tubing was sliced."